Manufacturer narrative:
(B)(4). Date of birth is unknown as it was not provided. (B)(6). (B)(4). Not available since serial number of equipment not provided. The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported during a cataract procedure, the phacoemulsification machine lost vacuum power. The surgery center observed the tubing connection to the reusable tubing pack was lost. As a result, the procedure was completed manually. No additional information was provided